Manufacturer narrative:
Attempts to identify patient's and/or model-serial numbers were unsuccessful. No additional information is available at this time. If additional information becomes available, this event will be updated.

Event description:
This event was created from a journal article in the journal of endovascular therapy, titled endoluminal stent-graft placement for repair of abdominal aortic aneurysms in the community setting, which was received on april 14, 2009. Article citation: david traul, md; david street, md; william faught, md; mark eaton, md; juan castillo, md; john brawner, md; and lena varner, np between october 1999 and september 2005, 342 patients were treated for infrarenal aortic abdominal aneurysm (aaa) by 2 vascular surgeons in medford, oregon. About 245 of the 342 patients underwent endovascular aneurysm repair (evar) and 97 underwent open repair. Ninteen of the 245 evar patients were implanted with ancure grafts. Clinical observations: patient death, intraoperative transfusions, secondary procedures for thrombosed limbs requiring surgical repair, cases of stent graft migration treated with proximal cuffs and conversion, sac expansions due to type ii endoleaks treated with coil embolization, femoral artery pseudoaneurysm, suspected endoleak, back pain, and aneurysm sac erosion into the spine causing vertebral body destruction.